Event description:
The manufacturer was informed of this event through patient tracking database. Based on the information received from the patient registration form, the memo 4d size 30 was implanted and explanted intra-operatively on (B)(6) 2022. No further information is presently available. No allegation of a device malfunction nor of a serious injury for the patient was received from the field regarding this event.